Event description:
It was reported that the clinician went to do a refill on a patient and noticed that the pump was in minimum rate mode. A printout showed that a reset occurred and the pump was in safe state. The pump was programmed back to the desired dose. The patient was going to go back in after a few days and read the logs. It was noted that the patient had some medical procedures including a computed tomography (CT) scan and a bronchoscopy and they were wondering if perhaps one of those may have caused the reset. The patient did not have any withdrawal-type symptoms but had a slight increase in pain. The pump was infusing dilaudid (hydromorphone). Additional information received reported the reset was for a low-battery. The safe rate was observed after interrogating the pump. The safe rate did not occur while a flex bolus was in use. It was unknown if there was any electro-magnetic interference (emi) associated with the safe rate. The patient had a bronchoscopy in january and the logs showed a reset in february. The patient was doing very well and was receiving effective therapy. The process for a pump replacement has been initiated. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8590-1, lot# n193634, implanted: 2009 (B)(6); product type accessory. (B)(4).